Event description:
The customer's mother stated that insulin leaked past both o-rings of the reservoir. The consumer's blood glucose reading was 390 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.